Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Off-site hybrid analysis confirmed the returned product analysis reported no-telemetry failure. Upon opening the device, a power on reset event occurred resulting in successful telemetry communication. The device had a nominal battery voltage, nominal system current drain, regulated supply voltages and reference voltages. Analysis did not find any anomalies that would account for the loss of telemetry. The device was implanted for an estimated 9.5 months. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to medical judgement/system upgrade. Analysis of the device was performed and the device tested out of specification. No patient complications have been reported as a result of this event.